Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. There is no evidence of a device malfunction. No problems were found during evaluation of the returned disposable cartridge, and review of the treatment log files do not indicate any evidence of a leak occurring with the cartridge. The reported system alarm and observed fluid under the cycler was most likely due to a loose connection or some other source of fluid spillage. A direct correlation between the nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and there have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A system alarm occurred during a routine hemodialysis treatment. Clear fluid was noted under the cycler. Treatment was discontinued with partial rinseback, resulting in an estimated blood loss of 50cc. No medical intervention was required.